Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implant date (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged overnight after implant. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.